Manufacturer narrative:
(B)(4).

Event description:
It was reported that guidewire tip detachment occurred. A 3018/180 platinum plus guide wire was used to cross a lesion. However, the distal tip of the wire got detached. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: unit returned in a generic plastic bag together with an unknown catheter, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The platinum plus was received inside of an unknown catheter, after it was removed it was found with the spring tip severely damaged (stretched and unraveled). Also the device has residues that suggest that the device had been used. The device returned was measured at three sections: the proximal, middle, and near to the distal tip sections. All the outer dimensions were found within specification. The length of the device was measured which is within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that guidewire tip detachment occurred. A (B)(4) platinum plus guide wire was used to cross a lesion. However, the distal tip of the wire got detached. No patient complications were reported.